Event description:
It was reported that the patient's blood glucose level reached 25 mmol/l (450 mg/dl) while the pod was worn between 36 and 48 hours. The pink slide did not move forward indicating that a needle mechanism failure occurred. Additionally, the cannula was found bent when removed from the infusion site (abdomen). As treatment, the patient was planning to place a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.